Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".

Event description:
The pt's attorney alleged deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received the patient has experienced inability to empty bladder, fever, urinary retention, chest pain, dizziness, numbness, tingling, weakness, weight gain (weight fluctuations), fatigue, tiredness, low magnesium/potassium (electrolyte imbalance), constipation, vaginal vault prolapse, mesh exposure, atrophic external genitalia, mixed urinary incontinence, foreign body in patient, required non-surgical and additional surgical interventions.